Event description:
Event description boston scientific received information that, during a routine device check post-surgery, measurements of <20 and >125 ohms were noted for this right ventricular (rv) defibrillation lead from a commanded plit (pace lead impedance test). It was reported that all other parameters were within normal limits.